Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the pmw55 was used to close skin incision at the end of the procedure and all the staples reopened. Another stapler was pulled and it fired correctly every other staple. Enclosed are the staples that reopened. Another stapler was pulled and it finally worked. The procedure name and surgeon were not known by the unit manager. There was no consequence to the pt.